Event description:
An endeavor sprint drug eluting stent was implanted in the lad. An mi occurred in the target vessel during the procedure due to occlusion of the side branch. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction, occlusion). Evaluation conclusions: inherent risk of procedure - (myocardial infarction, occlusion).